Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m implantable pacing lead - (B)(6) 1994. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances and an apparent fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.